Manufacturer narrative:
The bflex 2 ultraslim 2.8 single-use bronchoscope was not returned to verathon for evaluation as it had been discarded following the reported incident, therefore, physical evaluation could not be performed by verathon. Following the incident, the customer was made aware that, per the bflex 2 single-use bronchoscopes operations & maintenance manual (omm), the bflex 2 ultraslim 2.8 is only compatible with et tubes containing a minimum inside diameter equal to or greater than 4.0 mm. The 3.5 mm cuffed et tube used during the procedure falls below the minimum inside diameter of 4.0 mm specified in the omm for the bflex 2 ultraslim 2.8, and therefore constitutes use outside of verathon's released labeling. The customer's verathon clinical specialist has reiterated this information to the customer. Trending analysis for bflex 2 ultraslim 2.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported attempting to use a bflex 2 ultraslim 2.8 single-use bronchoscope with a 3.5 mm cuffed endotracheal (et) tube upon which the bronchoscope sheathing detached and bunched up during withdrawal, becoming stuck inside the et tube. The anesthesiologist reported they were placing a fogarty catheter into the mainstem bronchus of an 8 kg pediatric patient when the incident occurred. Users were required to extubate the patient and reintubate, resulting an unspecified delay in care. No harm to the patient was reported.